Event description:
When the chief perfusionist went to administer cardioplegia, the pressure was between 300-310 mm hg and the chief perfusionist noticed blood leaking at the y connector. When pressure was reduced down to 250mm hg, the leaking stopped, but as soon as pressure went above 250mm hg, it would leak again.

Manufacturer narrative:
The returned product was visually and functionally evaluated. The actual "leaking" part was returned for evaluation and the leaking joint was confirmed. A review of the kit device history record revealed that the kit had been built to drawing revision b, which specifies the use of 700005309 y-pump connector. Use of the 700005309 y-pump connector has been discontinued by the MFR and has subsequently been replaced with a new 7010523360 y-pump connector. (B)(4).